Manufacturer narrative:
The reported failure of failed the nurse call test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR not reviewed at this time. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient harm or injury was reported. The device was evaluated at a third-party service center. During the initial inspection, the power cord clamp and rubber feet were found to be missing. In addition, the handle assembly and front case were observed to be cracked. The enclosure seal kit, handle o-ring kit, bluetooth label, warning label, and thtpol label were identified as damaged. During functional testing, the device failed the nurse call test. To correct the issue, the interface printed circuit assembly (pca) was replaced. Following the repair, the device passed all testing.